Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that patient suffered a subdural hematoma due to a fall. Upon interrogation noise and intermittent low impedance were noted. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and will be followed normally.